Event description:
The customer reported that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 356 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and no e70 alarm in the alarm history screen. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm, displacement and motor tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.